Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not charge, and that it displayed error codes 80 and 72. The complainant that there was no pt involvement in the reported malfunction.